Manufacturer narrative:
(B)(4). Date sent: 9/8/2021. Additional information was requested, and the following was obtained: does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Answer = I do not have any additional information on (B)(4) other than what was initially reported.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. The device was received in a discontinuous configuration ¿ one link was cut, presumably, during the explant removal and another link had a weld ball pull through. Visualization of the internal features of the beads adjacent to the weld ball pull through (failed link) was made using computer tomography (CT). These CT scans produced a digital 3d volume reconstruction that could be analyzed non-destructively. The affected washer through hole diameter was measured. The weld ball diameter was measured to be within specification. The visual assessment with a naked eye and CT images indicated that the washer at the failed link was bent outwards in the shape of a saddle with welds holding the washer in place. The through hole had some material displacement on the outer edges of the through hole. These observations indicate that the weld ball was forcefully pulled out of the washer through hole shearing the structure of the washer. It is unknown whether the washer through hole at the failed link was within specification or not prior to the external forces applied to it that sheared the component structure. Nevertheless, it is presumed that the device was subjected to an excessive force during explant procedure that led to the loss of shape of the washer and weld ball pull trough. Overall review of the device function and dimensions, excepting for bent washer and pull through, show no anomalies from a device that has been reasonably changed as part of the explant procedure. The link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 11971 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2016. On what date did the explant take place? (B)(6) 2020. Troublesome symptoms began (B)(6) 2019. Medical intervention prior to explant: she underwent hernia repair with linx left in place on (B)(6) 2019 but continued to have recurrent symptoms mmbs on (B)(6) 2020: normal motility but linx device 1cm above the diaphragm. Mmbs on (B)(6) 2019: normal motility, linx device 1cm above the diaphragm bravo ph. Probe on (B)(6) 2020: composite dm 49.7; day 1: 48.8; day 2: 54; day 3: 51.3; day 4: 39.4. What is the product code? Lxmc15. Lot #? 11971. Patient info: (B)(6). Dob: (B)(6). F (B)(6) years old. (B)(6)lb. 65". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that a linx device was explanted. There is no additional information.